Manufacturer narrative:
B3 - date of event: changed from 12/04/2023 to 11/22/2023. Device evaluated by MFR: the device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks along the shaft. Microscopic examination revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that removal difficulty was encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon catheter bent or folded on itself, and seemed to separate from the wire but was very difficult to remove. The device was removed intact, and the procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that removal difficulty was encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior tibial artery. A 3mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the balloon catheter bent or folded on itself, and seemed to separate from the wire but was very difficult to remove. The device was removed intact, and the procedure was completed with another of same device. No patient complications were reported.